Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the time clock was running fast as well as alarms were not as loud as before. Customer stated that due to bent cannula they frequently not receiving insulin. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.